Event description:
It was reported that the customer rec'd multiple occlusion alarms. The customer's blood glucose level (bg) was 600 mg/dl with a trace of ketones. The bg level was corrected with a manual insulin injection. The customer was using apidra insulin and has since switched to humalog. The customer has not experienced any further occlusions or high bg levels.

Manufacturer narrative:
The t:slim user guide indicates that the cartridge is contraindicated for use with product other than humalog and novolog. The product has not been returned for eval. Should new relevant information become available a supplemental report wil be submitted.